Event description:
Healthcare professional, later reported, left side "particles in valve" and "plug strap separated".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Other-technical: not observed, particles on the valve. And observed, broken on the plug strap assessed, as surgical damage. Additional observations: observed, opening assessed, as surgical damage. No further actions are required, since no manufacturing issue is observed. Reason for reoperation: other-technical

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to patients concern with the product. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.